Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is contributed to "component failure". While the patient was in the wheelchair the right side drive wheel detached from the device. The wheelchair was evaluated by the servicing vendor and the main hub bolt had sheared off, allowing the drive wheel to slide off the drive motor shaft. This is a known issue that has since been corrected. The failure was linked back to the supplier and related to an assembly error installing the wheel hub to the drive motor shaft. The risk for this failure to occur is low and the likely hood of injury to occur is also very low. Due to this known repeat failure mode, a CAPA has been opened for this failure by our parent company. Upon completion of the CAPA, if further corrective action is required for this wheelchair this case will be re-opened and a follow-up MDR will be submitted. The servicing dealer has been supplied replacement drive motors with preinstalled wheel hubs assembled according to specification to repair the wheelchair and correct this problem. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
The right drive tire detached from the wheelchair. Dealer evaluated the wheelchair and determined the main hub bolt broke off and caused failure. The patient came out of the wheelchair and landed on the pavement but was not seriously injured. Positioning belt was not in use. Patient is reported to have a band-aid on the forehead from road rash. Exact date of event is unknown. Reports are the incident occurred within a few days prior to (B)(6) 2019.